Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer's parent reported that the customer was hospitalized with severe high (>500 mg/dl) blood glucose levels and diabetic ketoacidosis (dka). No further information is available.